Event description:
Reporter indicated that vns pt was hospitalized for treatment of a severe infection at the neck incision site. Approx one week post-impant, the generator site was very swollen and 5cc of fluid was drained from the site during an office visit. One week later, the was started on IV antibiotics. Eleven days after beginning IV antibiotic therapy, redness was noted at the neck incision site. Exploratory surgery with incision and drainage of the generator site was performed three days later, at which time the generator was removed from the pocket, irrigated with bactrim, and replaced. The pt was discharged four days after the procedure was performed but two days after discharge from the hosp, serum started draining from the neck incision. Another two days later, the neck incision dehisced and had cloudy, bloody discharge. The vns therapy system (both lead and generator) was subsequently explanted. Review of manufacturing records for both the pulse generator and the lead confirmed sterilizatio of devices. The pt is also implanted with a g-tube, but had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns implant surgery. The infection has reportedly resolved.